Event description:
It was reported that on (B)(6) 2007 per operative notes: ¿ discectomy was carried out. There was a left l4-5 disc protrusion with a small herniation noted upon performing the annulotomy. At l5-s1 a disc bulge was noted without any herniation. Placement of transforaminal lumbar interbody fusion cages with rhbmp-2 inside was then carried out with fluoroscopic guidance while the nerve roots. Left l4, l5, s1 cannulated legacy screws were then placed under fluoroscopic guidance, a rod was inserted. Set screws were placed on both sides and final tightening was carried out.¿

Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007 the patient presented the preoperative diagnosis of degenerative disk disease at l4-l5 and l5-s1 and underwent surgery which consisted of minimally invasive left sided l4-l5 transforaminal lumbar interbody fusion and minimally invasive left sided l5-s1 transforaminal lumbar interbody fusion; l4-s1 posterior spinal fusion with instrumentation; local autograft; application of bone morphogenetic protein; and placement of a interbody mechanical device at l4-l5 and l5-s1. Per the operative report ¿¿ placement of transforaminal lumbar interbody cages with infuse inside was the carried out¿¿ no patient complications were noted. On (B)(6) 2007, in an in-patient pain consultation, the patient complained of intense pain deep in the low back radiating to the left lower extremity with associated numbness and tingling in the left lower extremity. The patient presented post-surgical pain; antalgic gait; opioid tolerance; and anxiety seemingly related to pain control. A lumbar spine CT was conducted which showed post surgical changes and a 2mm parenchymal renal calcification. On (B)(6) 2007, the patient was discharged from hospital. Mentioned in the discharge notes was reference a previous inpatient CT scan which demonstrated that the left l4 screw was noted to course along the medial wall of the pedicle. Also mentioned in the notes was that the patent complained of depression and back and buttocks pain. On (B)(6) 2007, the patient presented with increasing lower back and left lower extremity pain. The patient underwent a CT myelogram which demonstrated post-surgical changes l4-s1; non-specific soft tissue at l4-5 and l5-s1 levels predominately on the left side; effacement and mass effect traversing left s1 nerve root with moderate left neural foramen stenosis at l4-5 and l5-s1 levels. On (B)(6) 2007, the patient presented with failed back syndrome/ post laminectomy syndrome and underwent various epidural steroid injections. On (B)(6) 2007, the patient complained of pain along mid back region radiating into the bilateral hips and bilateral lower extremities down to the feet aggravated by prolonged standing, walking, and bending. In the doctor¿s notes it referenced a (B)(6) 2007 CT myelogram which indicated post-surgical changes l4 through s1; broad based central and left paracentral soft tissue extending left neural forearm at l4 which mildly flattened the thecal sac; l5-s1 focal nonspecific soft tissue soft tissue in the central and left para central location causing effacement and mass effect on the traversing left s1 nerve root and extending into the neural foramen to cause moderate to left neural foraminal stenosis. On (B)(6) 2007, the patient presented with increasing low back and lower extremity radiculopathy with the preoperative diagnosis of delayed union at l4 through s1 with left extremity l5-s1 radiculopathy and underwent surgery that consisted of removal of instrumentation with exploration and fusion; revision left l4-l5, l5-s1 laminectomies; revision l4-l5, l5-s1 posterior spinal fusion; l4 through s1 segmental instrumentation; and harvesting of right iliac crest. No patient complications were reported. On (B)(6) 2007, the patient was discharged from hospital. On (B)(6) 2008, the patient presented with lumbo sacral pain with radiculitis and the impression of failed back syndrome. In the doctor¿s notes, reference was made to a (B)(6) 2007, CT myelogram of the lumbar spine which showed postoperative changes; fusion of l4 through s1; postsurgical changes at l4-l5 with less filling of the nerve root sleeves on the left specifically at l4-l5 and l5-s1. The patient underwent a l4-l5 lumbar epidural injection and s1 block. On (B)(6) 2008, the patient presented with the preoperative diagnosis of left sacroiliac dysfunction and post laminectomy syndrome and underwent left sacroiliac joint injections. No patient complications were reported. On (B)(6) 2008, the patient presented with pain and underwent a lumbar spine CT which demonstrated interval hardware revision and l4-5 laminectomy; interval bone graft placement lateral masses from l4-s1; no focal disc herniation or stenosis; and central sinus calcification within the right kidney (renal calculi). On (B)(6) 2008, the patient presented with the preoperative diagnosis of left sacroiliac dysfunction and post laminectomy syndrome and underwent radiofrequency neuroablation of the medial branches at s1, s2, s3 left. No patient complications were reported. On (B)(6) 2008, the patient presented with persistent pain most pronounced on the left side and that settled into the left low back, buttock, and left lateral thigh region and was exacerbated with activity. The patient also favored his left leg when walking. On (B)(6) 2008, the patient presented pain and received a left sacroiliac injection. On (B)(6) 2009, the patient presented with buttocks pain with the preoperative diagnosis of post laminectomy syndrome and bilateral sacroiliac dysfunction. The patient underwent surgery which consisted of a bilateral sacroiliac joint injection. On (B)(6) 2009, the patient presented pain with the preoperative diagnosis of post laminectomy syndrome and underwent lysis of epidural adhesions and caudal steroid injection. No patient complications were noted. On (B)(6) 2010, the patient presented bilateral low back pain and pain buttocks to toes with the preoperative diagnosis of failed back syndrome and bilateral lower extremity radiculopathy. The patient underwent surgery for placement of a trial spinal cord stimulator (2 electrodes ¿ inferior t9 r/l). No patient complications were noted. On (B)(6) 2010, the patient presented peripheral nerve paresthesia and underwent surgery for insertion of a thoracic t10, t11 dorsal column stimulator. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2011, the patient presented with severe leg pain and underwent a lumbar myelogram and post-myelogram CT scan of the lumbar spine which demonstrated post-surgical change of l4-s1 without evidence of recurrent disc herniation or protrusion. Also noted were bilateral renal calculi. On (B)(6) 2011, the patient presented with the preoperative diagnosis of retained hardware status post lumbar laminectomy and fusion l4 through s1; possible pseudoarthrosis l4 though s1; and recurrent stenosis with epidural fibrosis. The patient underwent surgery which consisted of removal and instrumentation at l4 through s1; exploration of fusion at l4 though s1 (which did reveal solid fusion); and revision laminectomy at l4 through s1 with bilateral neurolysis at l4 through s1. No patient complications were noted. On (B)(6) 2011, the patient was discharged from hospital.